Event description:
The patient reported that her blood glucose measured 241 mg/dl on (B) (6) 2010. She attempted to bolus through the infusion device and found the insulin cartridge was empty. She stated a1 (cartridge low) alert was displayed the previous day but no e1 (cartridge low) error was displayed. She changed the accessories and bolused to lower her blood glucose. Her normal blood glucose range is 90-110 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.